Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that while responding to a rapid response call in the stepdown unit, the rn initiated a primary infusion of phenylephrine 40mg/ns 250ml programmed to infuse at 7.5ml/hr (20mcg/min) at 06:17 a.m. At 06:34 a different rn noted that the phenylephrine bag was empty. The infusion was stopped and the md was made aware. The patient experienced an increase in blood pressure from 94/42 to 141/63 while the heart rate remained sinus tachycardia with a rate ranging from 133 to 117 throughout the event. There was no lasting harm caused to the patient and no additional physician orders to counteract the event.

Manufacturer narrative:
The report of a phenylephrine bag emptying prematurely was confirmed. Physical inspection showed the lower platen hinge bracket was broken which allowed the platen assembly to move out of its normal alignment. The associated pcu event log recorded that an infusion of phenylephrine, 40mg / 250ml was started at 6:17am on (B)(6) 2018 at a rate of 7.5ml/hr with the vtbi at 40ml. The dose was decreased to 10 mcg/min (3.75ml/hr) at 6:34am. The infusion was paused at 6:50am. The pump module was then recorded as removed from the system inducing a channel disconnected alarm. The total volume infused was recorded at 3.153ml. Rate accuracy testing resulted in the pump module over infusing with periodic unregulated flow when the platen assembly became dislodged at its broken lower hinge bracket. The proximate cause for the over infusion incident is the broken lower hinge bracket on the platen assembly. The root cause for the breakage is suspected to be chemical stress from the use of an unapproved cleaning chemical.

Event description:
The customer reported that while responding to a rapid response call in the stepdown unit, the rn initiated a primary infusion of phenylephrine 40mg/ns 250ml programmed to infuse at 7.5ml/hr (20mcg/min) at 06:17 a.m. To be infused for 16.7 hours. At 06:34 a different rn noted that the phenylephrine bag was empty. The infusion was stopped and the md was made aware. The patient experienced an increase in blood pressure from 94/42 to 141/63 while the heart rate remained sinus tachycardia with a rate ranging from 133 to 117 throughout the event. There was no lasting harm caused to the patient and no additional physician orders to counteract the event.